Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured during use. The tip was left in place in the implanted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured during use. The tip was left in place in the implanted cage. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.